Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. Undesired stimulation was also mentioned. Attempt to optimize the setting but unsuccessful. The patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the facility and will not be return.